Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During follow-up visit in (B)(6) 2010, an overload warning from (B)(6) 2007 was identified by the physician. As a result, the ICD system was replaced, which included ovatio vr, (B)(4). The subject lead was cut, capped and left implanted.